Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On (B)(6) 2015, zeltiq was informed of a male patient who developed two hernias in the lower abdomen after coolsculpting treatment on (B)(6) 2015. The patient was treated with the coolcore applicator to the lower left and lower right abdomen. The treating office said a visual and physical assessment was done prior to treatment and felt nothing in the treatment area. The patient did not state when the symptoms for his hernias began, but he informed the treating office of his condition on (B)(6) 2015. The treating office informed zeltiq on (B)(6) 2015 of its opinion that the two hernias were a preexisting condition. However the treating office did not know if the coolsculpting procedure may have exacerbated one of the existing hernias, making this reportable. The patient had surgery to repair the hernias and is recovering well.